Manufacturer narrative:
(B)(4). The lot was manufactured from july 6th, 2015 to july 7th, 2015. Evaluation summary: the device was received for evaluation. A visual inspection determined that there was a vertical cut approximately one (1) inch long on the device's tubing. The reported condition was verified. The cause of the cut could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Clinical safety co-ordinator - product quality and safety. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked from a hole/crack in the tubing. This occurred during priming with a chemotherapy drug. There was no patient involvement. No additional information is available.